Event description:
Customer stating that her bite is off after being in aligners. Customer says no pain but it feels uncomfortable as she is biting on her molars and not the front.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.